Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Rep was asked interrogate device because they are not sure if it is working. It is 13-14 years old. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).